Manufacturer narrative:
Plant investigation: review of the manufacturing documentation did not reveal any indication of a deviation. However, the reason for the complaint was confirmed by the investigation. The sample was returned and during inspection, water passed from the blood circulation of the oxygenator into the water channel of the heat exchanger cylinder. The occurred between the heat exchanger cylinder and the potting in the upper part of the oxygenator. Defective potting is assumed to be the cause of the leakage. A CAPA was opened to address the issue.

Manufacturer narrative:
Due to the timeframe of the complaint and the nature of the product, fmcrtg will not be conducting any product investigation. The information provided by xenios represents the totality of what is known and has been submitted on this 3500a.

Event description:
It was reported that during priming of the xlung kit 230, fluid was emerging from the hansen couplings. It was reported that the cause was not clearly visible. The kit did not have any contact with blood as a patient was not involved at the time of the event and that a new kit was used. It was reported that the kit was available to be returned to xenios, however further information was not provided.